Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600mg/dl customer current blood glucose was 375mg/dl. The customer experienced symptoms such as nausea, diarreah. The customer was treated with syringes. Customer had issue with her insulin pump. Customer reports insulin exited at the quick release. Customer stated that the drive support cap was normal. Troubleshooting was performed. The product was not returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used.